Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08078. The patient received scs system on (B)(6) 2010. It was reported that the patient had fallen frequently and approximately (B)(6) ago, the patient lost stimulation. All lead contacts had invalid values. It was also reported that the patient had stomach and chest stimulation and had no low back and legs stimulation. The lead was removed and replaced by a new lead. No further information is available at this time.